Event description:
It was reported that the pump modules were observed to have "sticky module release latches." The product issue was observed by bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.